Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported during an infusion of etoposide 118 mg in normal saline 500 ml at 21.1 ml/hr. The patient noticed air bubbles in line and tried flicking the line to get them to go up. The patient's hands became wet; she opened up the phaseal blue clamp that was attached to cover the tubing and phaseal injector and the line fell to the floor. There was no patient harm.